Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: failure to cross requiring medical intervention. Device issue: failure to cross. It was reported that after deploying the 2.75 x 18mm xience v stent in the distal lad, a perforation was observed. An attempt was made to treat the perforation with the graftmaster stent, but it would not cross a previously implanted stent in the left main. Two vision stents were used to successfully treat the perforation. There was no significant delay in procedure due to the failure to cross and there were no pt effects. The pt outcome was good. No additional event or pt info is available.

Manufacturer narrative:
The xience v stent indicated in the event description,and in the concomitant medical products is being reported under MFR#2024168-2008-00940.